Event description:
It was reported to medtronic neurosurgery that a patient had a strata ii unitized shunt placed on (B)(6) 2014 due to hydrocephalus. According to the report, the patient developed a fever on (B)(6) 2014. On (B)(6) 2014, the patient's csf tested positive for serratia. It was reported that the patient's shunt was explanted on (B)(6) 2014 because the patient's condition was not improving. It was also reported that the patient was discharged from the hospital on (B)(6) 2015 to comfort care. According to the report, the patient died due to complications of meningitis and a brain bleed on (B)(6) 2015.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.